Event description:
Additional information received from the healthcare professional (hcp) stated that the patient reported to them the device had not been used in two years and they were unable to troubleshoot. It was unknown what actions were taken, what the cause was or if it had been resolved as the patient was new to the hcp¿s facility.

Manufacturer narrative:
(B)(4).

Event description:
Additional information was received from a consumer regarding the patient. It was reported that it doesn't work, and it hasn¿t been doing as it was. The patient has been in pain for 30 years and has seen so many doctors. It is not doing what it said it does, but it causes him more pain if anything. It is causing him pain because he has always been so skinny and he has no body fat so it protrudes out from his body and every time he hits it, it pulls on the wire. The patient reported that it hangs off his belt. It was noted that at the beginning it helped, but then it became a burden because it really did not help. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a consumer regarding the patient. It was reported that the circumstances that led to the st imulator helping the pain at the beginning, but then it becoming not as effective is that the patient was thrown on a couch and assaulted, and it occurred right after a car accident, stress. It was reported that it makes the patient's belt hang off of it, and it just doesn't work enough. The patient noted that there was too much stress and extreme nerve pain. It is doing more harm than good. The patient noted that the lack of effect and pain/pulling sensation from the implantable neurostimulator protruding from the skin was going to be resolved from the device being taken out. There were no further complications reported or anticipated.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A healthcare provider (hcp) reported the consumer told them possibly shortly after implant ¿it didn¿t work so they stopped using it.¿ no further complications were reported. Relevant medical history includes multiple back operations and spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.